Manufacturer narrative:
The user stated they experienced very low bg values and a medical event occurred as a result of those low bgs. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Logs confirm the presence of low bgs and indicate the controller was in an open loop on the date of occurrence. While in manual mode, the user received the user input basal rate and two manually programmed boluses. Logs indicate the expected amounts of insulin were delivered to the user upon these requests. Inspection of the android log files found no evidence of over-delivery of insulin. When in automated mode, the agc algorithm was found to appropriately adapt the suggested insulin based on egvs and user inputs. No problem was found.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with oral glucose. The patient believes they were released couple hours after but is not sure the exact time. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.